Event description:
It was reported that when two boxes of dressings were opened, the dressings were incorporated into the pack seal. No patient involvement was reported.

Manufacturer narrative:
Based on the available information, this event is deemed to be a reportable malfunction. No additional patient/event details have been provided to date. Should additional information become available a follow-up report will be submitted. Reported to the FDA on april 2, 2015.